Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box history showed multiple low battery warnings. The pump current draws were tested and found to be within normal specifications. No evidence of unusual consumption of battery was observed in the black box. The pump failed a leak test due to a torn keypad. Unrelated to the complaint, the keypad buttons were found to be intermittently unresponsive and contamination was found under the button contacts. The display screen was also observed to be dim with a red tint.

Manufacturer narrative:
The pump alarmed appropriately to alert the user of the power issue. The owner's booklet states that the user should keep an emergency kit with them at all times to make sure he/she always has necessary supplies. It also states to avoid the risk of diabetic ketoacidosis (dka) or very high blood glucose (bg), the user must be prepared to give him/herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient stated that the she went swimming with the pump and received a "low battery" alarm. After replacing the battery she received a "replace battery" alarm when performing the load step. She said she receives a replace battery alarm when trying four different new batteries. She said that about 40 minutes after the issue she was able to locate and use her loaner pump. Before she started using the loaner pump her blood glucose reading was 18.7 mmol/l. She experienced slight nausea and frequent urination but denied vomiting or shortness of breath. When using the replacement pump her blood glucose levels decreased to 11.0 mmol/l then 3.4 mmol/l. She reportedly then had glucose tablets and a meal and said that she miscalculated how much insulin to take with the replacement pump after exercise. She mentions she also takes blood pressure and thyroid medications. The patient used lithium batteries which matched the battery setting on the pump. There was no evidence of misuse with the product.